Manufacturer narrative:
The product was not returned and no lot number was provided; therefore no evaluations can be conducted.

Manufacturer narrative:
On (B)(6) 2012, the bridge had debonded while the complainant was traveling to europe; the dentist re-cemented the bridge using tempbond. On (B)(6) 2012, the complainant visited her dentist attempted to removed the bridge; however, the dentist could not remove the bridge. On (B)(6) 2013, the patient met with her dentist and determined that they will remove the bridge. On (B)(6) 2013, the patient returned to have her upper bridge removed. To date, the patient is doing fine. The complainant will returned in approximately a month to see if she needs her lower bridge removed. Regulatory affairs will update this complaint if further information is received. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A complainant alleged that she had expereinced tmj after a lower permanent bridge was placed using tempbond.

Manufacturer narrative:
On (B)(6) 2011, the bridge had debonded while traveling to europe; the dentist re-cemented the bridge using tempbond.